Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during dwell. The baxter technical service representative (tsr) had the home patient (hp) close all the clamps and transfer set. They cycle power off and on to se 2367. They cycled power off and on to press go to start prompt. The tsr explained the alarms and the caregiver (cg) stated a supply bag fell off the table and disconnected. They explained to discard all the supplies and to report the alarms to the peritoneal dialysis (pd) nurse the next morning. The hp would finish that night's therapy manually. The hc was operational. The patient was connected at the time of the alarm and the patient line was properly primed before connecting. Patient extension lines were not used. The patient line did not become separated from the transfer set. The patient did not press go to start therapy before connecting. A dummy tummy was not being used. The patient did not disconnect any time prior to the alarm or observed air. All bags were not properly connected, a supply bag fell and disconnected. The spike came out of the bag. There were no open clamps on the unused supply lines. There was nothing unusual noted about the supplies. There was no damage noted on the overpouch or carton, and a sharp object was not used to open the carton or overpouch. Proper procedures per the user manual were reviewed with the reporter. The hp discarded the supplies and it was unknown how they would complete therapy. The sample was not available for evaluation. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was supply bag fell and disconnected. The label review found the labeling adequate for the suspected use error in this complaint.